Manufacturer narrative:
Product complaint # (B)(4).depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.additional narrative: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that aiming arm locking device was found excessively bent (opened up), when the two rings should be parallel for most of the slot length.a dimensional inspection for the aiming arm locking device was unable to be performed due to manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was confirmed as the observed condition of the aiming arm locking device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.h3, h4, h6: a device history record (DHR) review was conducted:part # 03.037.015lot # l237000manufacturing site: werk hagendorfrelease to warehouse date:06 jan 2017 expiration date : n/asupplier : n/aa manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022 that surgeon was performing an im nail hip using the tfna system. During insertion of the 105mm lag screw head element the coupling screw came loose from the 105mm lag screw. This resulted in the lag screw becoming stripped on the t-handle screw inserter and preventing the screw from being able to be completely inserted to the appropriate depth. This malfunction was noticed prior to tightening down the set screw in the proximal body of the tfna. The lag screw was removed and disassembled from the insertion t handle. At this point new instrumentation and a new 105mm lag screw was inserted into the femoral head without issue. Upon further inspection of the respective instruments, the aiming are was noticed to be damaged. It is unknown how this instrument became damaged during the procedure. During manufacturer's investigation of the returned device it was observed that that aiming arm locking device was found excessively bent (opened up), when the two rings should be parallel for most of the slot length. This device condition was re-evaluated and determined to be reportable on (B)(6) 2022. This report is for one (1) aiming arm locking device this is report 3 of 3 for (B)(4).